Event description:
Issue reported: after using the device to ligate vessels a few times, the device jammed and a clip got jammed at a crevice in the mouth of the applicator. A wire also popped out by the mouth.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its trigger partially engaged. A piece of a broken clip was seen in the channel. The returned sample appears used as there is biological mate rial present on the device. Functional inspection was completed on the sample by first completing the trigger cycle. The next clip was out of position in the channel. The piece of broken clip found in the channel was manually removed. This piece was a broken pierced boss. Upon the next engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining, indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip.". Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The device was returned with its rotation tab bent and a piece of broken clip in the channel. The sample was returned with 11 clips remaining, indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900343 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
Issue reported: after using the device to ligate vessels a few times, the device jammed and a clip got jammed at a crevice in the mouth of the applicator. A wire also popped out by the mouth.